Manufacturer narrative:
Additional/updated information was added to reflect the head motor being returned to the manufacturer for evaluation. The result of the evaluation was that no problem was found with the motor; however it was not setup to test under load. Therefore, the original complaint issue could not be confirmed.

Event description:
The head section drifts down slowly on its own after releasing the head up function on the hand pendant.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The head section drifts down slowly on its own after releasing the head up function on the hand pendant.